Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that whole thing turned off and tried to put a new battery but it does not work. It was reported that the customer treated high blood glucose with manual injection and customer declined troubleshoot for it. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit received with blank display problem isolated to the interface board. Unable to perform displacement test, operating currents, unexpected restart error test, selftest and off no power due to blank display noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.